Manufacturer narrative:
A ge rep evaluated the system and replaced the lcd. System operates as intended. (B) (4).

Event description:
The customer reported the right lcd is not working, and images turn white. No pt injury was reported.